Event description:
Additional information was received which noted that the suspected root cause of the loss of capture was due to the lead to tissue interface; most likely due to scarring. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. There was no asystole noted. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.